Manufacturer narrative:
The device is unable to be returned for evaluation, however, a lot history review will be performed.

Event description:
The customer reported that the event occurred onan unspecified date in (B)(6) 2025 and involved a chemoclave® bag spike. The customer stated that the compounded bag had faulty clave connector. The customer stated that they believe the issue is from a fault in the central, moveable bung component not operating as expected. The customer advised that when connected to lines and the pump, there was no flow and that in one instance, they had a nurse work around with an alternate connector, and in the second, a bag from another patient who had discontinued treatment was utilized.